Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for analysis. No functional abnormalities were noted with the pump. Abrasion noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. The information received indicated there was a hole in the distal portion of the cylinder, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the device showed a hole in the distal portion of the cylinder. No other adverse patient effects were reported.